Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? What is the event date/procedure date? Investigation summary: it was reported that the sutures are fraying. It was received for analysis unopened samples of product code j214h, lot qgmktl. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged, fraying or suture breakage were noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that a patient underwent a cardiovascular procedure in 2020 and suture was used. The suture was fraying very badly after it passed through the tissue. It is unknown how the case was completed. It is unknown if there were any patient complications. Additional information was requested.